Manufacturer narrative:
The act button did not respond due to a flattened button dome switch. The insulin pump had minor scratches on the display window. (B)(4).

Event description:
The customer reported via telephone call that the act button was not responsive. The blood glucose reading was 125 mg/dl. The customer did not recall any significant event leading to the issue. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.